Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer replaced the oxygen sensor. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's oxygen sensor failed calibration. The ventilator was not on a patient at the time of the event.